Event description:
It was reported that, when the pod was removed from the packaging, brown fluid was seen within the pod. No harm to the patient was reported and no medical assistance was required. The pod was not worn. Investigation of the device found corrosion on the bottom battery and print circuit board (pcb).

Manufacturer narrative:
The pod was received undeployed and with the needle cap and adhesive liner still attached. Discoloration was observed underneath the needle cap and inside the pod. Corrosion was observed on the bottom battery and print circuit board (pcb). Fluid stains were observed on the pcb around the corrosion. All three battery voltages measured lower than expected. Download data could not be obtained due to the corrosion on the pcb, the corrosion on the pcb is confirmed to have caused the low batteries. The clutch spring was found to be disengaged. The pod was opened and manual rotation of the ratchet gear deployed the pod. No damages, tears, or leaks were found in the fluid path. No problems were found with the pod during the investigation that would allow for internal leaking. No housing damages were observed that would allow for fluid ingress. The exact timing and the cause of the corrosion could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device expiration date was updated.